Event description:
It was reported as part of a clinical study titled, ¿a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures,¿ that a patient underwent a robotic nsm (rnsm) procedure on (B)(6) 2022 and experienced a seroma. During a routine expansion of the tissue expanders, the needle was maintained within the breast pocket to suction and a small amount of serous fluid was aspirated from each side: left 23cc and right 22cc.

Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted nsm procedure, it was noted that a small amount of serous fluid was aspirated from both breasts. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
For follow-up information.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical, inc. (Isi) received additional information from the isi clinical safety specialist: the seroma is an expected finding post mastectomy procedures. The serous fluid was removed and there were no concerns for infection.